Event description:
It was reported that during testing the device was not pumping. They were also getting an "overtemp alarm". No patient involvement. No patient or clinical injury.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the device powers on but does not enter "operation mode", the top light emitting diode (led) on the display (which is green) did not light up. Fluid ingression on printed circuit board (pcb). The amber light on the air detector was intermittent, bottom key (that senses tubing) was sticky. Upon further investigation of the air detector, it was found that the screws for both door mounts had been overtightened causing misalignment and damage to the door mounts. This was causing friction against the bottom key and was why it was getting stuck. Per functional testing, the device would not pump water because it did not enter "operation mode" and would not over temp if it's not running correctly. The complaint was confirmed. The most probable root cause was a cracked return tube causing fluid to leak onto the pcb. Most probable cause for the over temp was the fluid ingression on pcb before it was bad enough for the pcb to fail completely. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb and return tube. Replaced both door mounts on the air detector, the o-rings and fan guard per preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.